Event description:
There was not pt involved in this event. This device malfunctioned. It was depleting the pad-pak before the expiry date. A device in this fault mode, if left undetected, could result in a failure of the device to perform as intended, if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2013. The device passes its next scheduled self-test on (B)(6) 2013, only to fail the next due to a configuration fail. Initial testing of the returned device did not confirm the reported fault. The device was disassembled for investigation and it revealed that the membrane ribbon tail was inserted at an angle, no other defects were found on the device. This resulted in the device detecting a fault and failing an auto weekly self-test. The device membrane was replaced and the device was set to perform self-tests every 20 minutes and left for 2 weeks. The device did not turn on or display any fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.